Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced supraventricular tachycardia and a sustained run of ventricular tachycardia. The patient has a history of arrhythmias and was shocked by an automatic implantable cardioverter defibrillator. Additionally, the patient was confirmed to have heparin induced thrombocytopenia and the purge was changed to sodium bicarbonate dextrose 5 percent in water. The patient was escalated to impella 5.5 as a bridge to therapy.